Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a low battery alert and then a blank display. The customer had recently changed the battery, however the battery was used. The customer's blood glucose level was 127 mg/dl at the time of incident, but was 312 mg/dl at the time of call. The customer was sent a replacement battery cap and was advised to call back when he received it to perform troubleshooting. Nothing was replaced or returned.